Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient found two infusion sets that were not angled correctly and did not insert properly, resulting in leakage event occured on (B)(6) 2026. The infusion set was inserted in the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.